Event description:
It was reported that the pump was stopping every 5-10 minutes. It makes a beeping noise and has alarm key stuck, release key or remove power, and pump stopped. The pump was alarming "key stuck" and stated the screen did not display silence or acknowledge anymore on the screen. There was no patient harm or no patient injury. The event occurred while in use with patient at patient's home. The operator of the device was a health professional.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
G1 - contact office zip code and h4 - device mfg date: correction. H6. Codes: updated. Device evaluation: the customer reported the pump was stopping every 5-10 minutes and alarming key stuck. Unable to confirm the complaint due to the device not being returned. Based on the review of the service history and information provided by the customer we are unable to determine a probable cause as the device was not returned for evaluation. If the product is returned the manufacturer will re-open the complaint for further device analysis.